Manufacturer narrative:
The reported complaint that "the autopulse platform (sn (B)(4)) displayed user advisory (ua)20 (position out of range) error message" was confirmed based on the archive data review and during functional testing. The root cause of the ua20 advisory message was due to the drive shaft was not at "home" position. The drive shaft was manually rotated to "home" position by accessing the administrative menu. Upon visual inspection, it was noted a cracked front enclosure, unrelated to the reported complaint. This observed physical damage appeared to be the characteristics of harsh impacts due to user mishandling. The front enclosure need to be replaced to address the observed damaged issue. The archive data review showed multiple ua20 advisory messages around the reported complaint date, confirming the reported complaint. Preliminary functional testing failed as the autopulse platform displayed ua20 (position out of range) advisory message upon powering up, thus confirming the reported complaint. The root cause of the ua20 advisory message was the driveshaft not being at "home" position. The drive shaft was manually rotated to "home" position by accessing the administrative menu. Waiting on customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for the autopulse platform with sn (B)(4).

Event description:
During patient use, the autopulse platform (sn (B)(4)) displayed user advisory (ua)20 (position out of range) error message. The customer performed troubleshoot but issue persisted. No consequences or impact to the patient.